Event description:
It was reported that the incident occurred in 2009. The pt had an arrow "microgard" blue central venous catheters (quad or quin lumen) placed the lot number was not recorded. Approximately least 10-15 minutes elapsed between induction and line insertion in each case. Within minutes of line placement, usually when suturing to fix the line had started, an immediate and profound anaphylactic reaction occurred. Profound hypotension, vasodilation and tachycardia, resistant to usual resuscitation measures occurred. Transient hypoxaemia during the event was seen. The pt was tested for allergy to all anaesthetic agents and antibiotics which they received at the same time. They were only found allergic to chlorhexidine. It is likely that this pt had chlorhexidine skin wash, as showers, before coming to theatre, in line with modern infection-prevention care bundles. The pt did not exhibit a rash and did not show a local skin reaction at the sites of peripheral line insertions. The anaphylactic reaction did not occur until line insertion. The 2-3 days of chlorhexidine skin washes prior to surgery is too short a time period to sensitize a previously unsensitized subject.